Event description:
Philips received a complaint from service engineer, reporting that the v60 ventilator had a damaged power cord. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the v60 ventilator had a damaged power cord. The power cord was replaced to resolve the issue. A complete performance verification was performed, and the device was returned to service.